Event description:
It was reported that the healthcare professional (hcp) requested a review of device data to confirm device operation of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) reviewed an episode in which the patient received an electric shock and anti-tachycardia pacing (atp). Ts noted the event initiated as sinus rhythm with some sensor drive pacing. The intrinsic sinus rate was just fast enough that the p waves eventually fell into the post ventricular atrial refractory period (pvarp) causing atrial pacing. This resulted in blanking the intrinsic r waves causing rv pacing on a t wave which induced the rhythm. The device then delivered anti-tachycardia pacing (atp) and an electric shock which successfully converted the rhythm. It was noted this patient had experienced a similar episode in june. Further evaluation of the patient was recommended, and reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the healthcare professional (hcp) requested a review of device data to confirm device operation of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) reviewed an episode in which the patient received an electric shock and anti-tachycardia pacing (atp). Ts noted the event initiated as sinus rhythm with some sensor drive pacing. The intrinsic sinus rate was just fast enough that the p waves eventually fell into the post ventricular atrial refractory period (pvarp) causing atrial pacing. This resulted in blanking the intrinsic r waves causing rv pacing on a t wave which induced the rhythm. The device then delivered anti-tachycardia pacing (atp) and an electric shock which successfully converted the rhythm. It was noted this patient had experienced a similar episode in june. Further evaluation of the patient was recommended, and reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device remains in service.